Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Litigation received alleging patient was revised to address a failed knee. Doi: (B)(6) 2013; dor: (B)(6) 2016; left knee. On (B)(6) 2018 medical records received. On (B)(6) 2018 medical records reviewed. After review of the medical records for MDR reportability, in addition to what was previously reported, on (B)(6) 2016 left knee revision to address pain, instability, subsidence, and loosening of tibial component at the tibial/cement interface. Cement was depuy product. Part/lot information provided. Updating unknown implant to tibia tray and adding 2 cement implants. Doi: (B)(6) 2013; dor: (B)(6) 2016; (left knee).

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Added: b5, h6 patient code: synovitis, no code available (3191) used to capture the surgical intevention, medical device removal

Event description:
The patient underwent a left knee revision due to pain, instability, synovitis, and a migrated and loose tibial tray at the cement to implant interface. The surgeon noted some slight lysis on the posterior side and debriding scarring and fibrous tissue around the femur as well as fibrous tissue around the tibia. The patella component was not revised. Two depuy cement products were used during the primary operation. Doi: (B)(6) 2013 dor: (B)(6) 2016 left knee.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: a device history record (DHR) review was conducted previously on legacy complaint (B)(4). Review of the device history records did not reveal any related manufacturing deviations, anomalies or any other non-conformances on the provided product and lot combination. Final micro and sterility tests passed. H6 patient code: no code available (3191) used to capture the joint instability.

Manufacturer narrative:
Product complaint # : (B)(4). Depuy synthese is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthese has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthese or its employees that the report constitutes an admission that the device, depuy synthese, or its employees caused or contributed to the potential event described in this report.  If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.